Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, impedance on the atrial pacing lead was beyond the expected upper range, and atrial pacing capture threshold was elevated. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alarming once a day for high atrial pace/sense impedance. The atrial threshold was also noted to be high. The patient was taken back into the lab where the pocket was opened and the lead slid out of the header without the need to unscrew it. The lead was reseated into the header and screwed in. The revision was performed and the device remains in use. No patient complications have been reported as a result of this event.